Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing vertigo with device use. The recipient was reportedly prescribed meclizine received a shot of ondansetron with some improvement noted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section e.1. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made and improvement was noted. The recipient's issues are not believed to be device related. The recipient continues to use the device. The recipient will be monitored by the facility. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.